Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms, loss of capture (loc), and high pacing threshold measurements. Surgical intervention was performed to replace the pacemaker and the rv lead. This product was surgically abandoned. No additional adverse patient effects were reported.